Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged blank display, low battery life or low battery alert and unexpected battery power loss or replace battery alert or replace battery now alarm found on (B)(6) 2021. Device was received with a blank display. Unable to perform the displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. Device was cut open to perform visual inspection and found electrical board power connector becoming loose from electrical board 1 due to corroded electrical board 1. Corrosion was also found on the electrical board 2. No corrosion or moisture damage found on the force sensor, motor or vibrator assembly noted. The original electrical board 2 was cleaned, installed and swapped out with a working test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and the insulin pump was able to power up and no blank display noted. The original electrical board 2 re-installed and swapped out with a working test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the aa 1.5volts battery and continued testing and download. The insulin pump passed the self test and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during the testing. No unexpected battery power loss or replace battery alert or replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: 06/26/2021 13:15:46.000 to 06/26/2021 14:06:00.000. Low battery alert was recorded and found in the formatted history file on: 06/05/2021 15:16:00.000 06/18/2021 20:38:00.000 06/26/2021 11:40:00.000. Failed batt/battery failed alarm was recorded and found in the formatted history file on: 06/26/2021 13:16:00.000 to 06/26/2021 13:50:42.000 and power loss alarm was recorded and found in the formatted history file on: 06/26/2021 14:07:45.000 and 06/26/2021 14:07:56.000. Upon checking on the detail trace file, low battery alert, failed batt/battery failed alarm and power loss alarm was expected since the battery has low/no power. The customer may have used a low/depleted battery. Blank display was confirmed due to electrical board power connector becoming loose from electrical board 1 due to corroded electrical board 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case behind the insulin pump near the battery tube compartment. Unable to download history files and traces confirmed due to blank display. Blank display was confirmed due to electrical board power connector becoming loose from electrical board 1 due to corroded electrical board 1. Corrosion was also found on the electrical board 2. However, a test electrical board 1 was used and continued testing and download. Low battery life or low battery alert and unexpected battery power loss or replace battery alert or replace battery now alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that they installing new battery, monitoring insulin pump for 2 hours and frozen display recurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.